Manufacturer narrative:
The reported issue that the pcu keypads have failed and the devices will not power on was not confirmed; no product or device logs were returned to customer advocacy (cad) for investigation. The root cause could not be determined. Review of the sn (B)(4) service history record showed the device had a manufacture date of 08/25/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has been previously returned for service twice with the last service for front case with keypad assembly last replaced on (B)(6) 2020 under complaint file (B)(4). Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the pcu keypads have failed and the devices will not power on. Per customer, there is no patient involvement.